Event description:
It was reported that the insulin gauge on the customer's device displayed a different amount than expected, specifically showing 160 units instead of the expected 250 units. There was no adverse impact to the customer's blood glucose level. The customer was able to reload the same cartridge with assistance from technical support.